Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('first device that was deployed broke into pieces.') In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("complication of device insertion"). Essure treatment was not changed. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure. The reporter commented: right ostium: 2 coils on deployment protruding from ostia. Left ostium: there was 1 coil noted protruding from ostium. Discrepancy noted: date of insertion: (B)(6) 2018. There was a complication of first essure device that was deployed broke into pieces. The pieces were removed hysteroscopically and replaced with a functioning essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('first device that was deployed broke into pieces.') In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("complication of device insertion"). Essure treatment was not changed. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure. The reporter commented: right ostium: 2 coils on deployment protruding from ostia. Left ostium: there was 1 coil noted protruding from ostium. Discrepancy noted: date of insertion: (B)(6) 2016, 2018. There was a complication of first essure device that was deployed broke into pieces. The pieces were removed hysteroscopically and replaced with a functioning essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.